Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) sample was returned without packaging for evaluation. Set was spiked into a 250ml secure eva bag and also attached to a filtered extension set. In addition nine photos were provided from the facility confirming the same set up of the samples returned. Visual inspection of the sample and pictures noted the red air vent of the drip chamber to be in the opened position. B braun IV set 490037 was removed from the other devices and tested for leakage per specification with passing results. The returned product was functionally tested per specification and the reported defect of leakage was not able to be replicated or confirmed. Therefore, no root cause could be determined at this time. However per the IFU the vent cap should remain in the closed position unless infusing from a solid stopper glass bottle. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as event 2 of b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 2: tubing was found to be leaking from the spike site. The bag is unable to be hung due to the loose connection. No injuries were reported.